Event description:
On (B)(6) 2012 customer reported that the rinse block on the lh500 instrument leaked approximately 1 ml of clear liquid with some evidence of blood onto the counter. Customer stated that the leak occurred when the instrument was in manual mode. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the probe wipe dripped due to a worn probe wipe movement air cylinder. Fse replaced the air cylinder and this resolved the issue.

Manufacturer narrative:
(B)(4).